Manufacturer narrative:
This report is submitted on february 20, 2020. (B)(4).

Event description:
Per the per the surgeon, it was reported that the electrode array had migrated through the tympanic membrane due to a large cholesteatoma that had formed in the mastoid cavity. Subsequently, the device was explanted on (B)(6) 2019, and the cholesteatoma was removed. The patient was reimplanted with another cochlear device during the same surgery.